Event description:
It was stated that the insulin pump had a blank display. No blood glucose reading was reported. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display, due to a corroded battery tube and battery cap contact.